Manufacturer narrative:
Additional information indicated explant was not planned. Type of reportable event updated to just malfunction. Patient code(B)(4) no longer applies. Device code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Further initial reporter information was provided. The patient was receiving sufentanil (50 mc g/ml at 65.077 mcg/day). The implant date of the pump was not known. It was stated the patient did not show any classic symptoms, but had more and more pain since a longer time. The hcp programmed the pump into minimal flow rate. There was no explant planned. The hcp would decide, when it was clear, if the patient needed another pump at all. Pump logs were received. The first motor stall shown on the logs occurred on (B)(6)2017 at 16:27, with a recovery the next day at 06:24. Seven more motor stalls and recoveries occurred, with the last shown stall occurring on (B)(6)2017 at 14:02 with a recovery the same day at 22:50. A tube set occurred message appeared on (B)(6)2017 at 05:17.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that intermittent motor stalls had occurred. The event date was provided as (B)(6) 2017. Troubleshooting included checking the logs. No external factors were identified despite off-label medication that contributed to the issue. Resolution of the issue was not possible, and explant was planned. The pump would be returned. The patient status was alive - no injury. There were no reported symptoms. No further complications were reported or anticipated.